Event description:
A (B)(6) male pt called zoll customer support to report that his battery pack wasn't working. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is underway. The reported problem (battery pack not working) has been confirmed. Upon investigation the battery pack was unable to recharge or power up a test monitor. A root cause analysis is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective battery pack. The pt rec'd a replacement battery pack.